Event description:
A customer contacted baxter's technical service center to report an increased intra-peritoneal volume (iipv) event while on the homechoice (hc) machine during drain cycle 4 of 4. The home patient (hp) states that during the final drain, he noticed his drain volume was approximately 3700ml. The hp's fill volume was 2000ml. This meets iipv criteria. Product surveillance spoke with the nurse on (B)(6) 2010. According to the nurse, the patient did not report any symptoms of overfill, however, she is aware that the patient is having issues with drains. The nurse stated that they are monitoring the patient's drains and believe it may be related to his catheter. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device. The reported drain volume of 3700 ml, which met increased intraperitoneal volume (iipv) criteria, was confirmed in the device logs but was not duplicated during evaluation. Review of the device logs confirmed that the device user had drained 3700 ml during cycle 4 of 4 on (B)(4) 2010. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv. The cause of the reported iipv was determined to be: insufficient drain- one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).